Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode during interrogation prior to an implant procedure. The ICD was not used. The patient was stable.

Manufacturer narrative:
Final analysis notes the reported complaint of unexpected reset was confirmed. The device was received at backup mode of operation, which was discovered before the attempted device implant. Analysis of device image determined backup occurred due to bus error and hardware reset of an integrated circuit. After reloading device firmware, further environmental testing could not recreate the backup event. Additional testing found the device battery at normal levels. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.